Manufacturer narrative:
Device evaluated by MFR.: synergy xd mr us 4.50 x 24mm stent was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The balloon cones were reviewed, and there were no signs of positive pressure applied. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube identified a shaft break at approximately 72cm distal to the distal end of the strain relief. A visual and tactile examination of the outer and mid-shaft section found no issues.

Event description:
It was reported that shaft break occurred. A 4.50 x 24mm synergy xd drug eluting stent was selected used. However, during opening the package, the device was seen broken. The procedure was completed with another synergy device. There were no patient complications reported.

Event description:
It was reported that shaft break occurred. A 4.50 x 24mm synergy xd drug eluting stent was selected used. However, during opening the package, the device was seen broken. The procedure was completed with another synergy device. There were no patient complications reported.